Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough, guide catheter: launcher ebu3.5sh, stent: xience 3.5x23. The tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion, in the heavily calcified and mildly tortuous proximal left anterior descending coronary artery. A 3.5x23 mm xience stent was successfully implanted, then a 3.5x15 mm nc tenku balloon dilatation catheter (bdc) was prepped outside the anatomy and soaked in saline. There was no resistance during removal of the stylet or protective sheath. The 3.5x15 mm nc tenku bdc was advanced for post-dilatation but during the first attempt to inflate the balloon, a rupture occurred at 12 atmospheres. The 3.5x15 mm nc tenku bdc was simply removed from the patient anatomy with no issues. A 2.0x15mm tenku bdc was successfully used for post-dilatation. There was no adverse patient effect and no clinically significant delay in procedure. No additional information was provided.